Manufacturer narrative:
Other, other text: returned device was received in fair physical condition with cracked housing. During the evaluation of the device, the device immediately alarmed ec 1260. This was found to be caused by a faulty circuit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 1260. There were no reported adverse events.